Manufacturer narrative:
Nusbickel, alex, et al. (2024). Left ventricular assist device implantation outcomes in patients with subcutaneous implantable cardioverter defibrillators: a case series. American heart journal plus: cardiology research and practice 45 (2024) 100426. Https://doi.org/10.1016/j.ahjo.2024.100426. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported per article of interest literature review that left ventricular assist devices (lvads) may induce electromagnetic interference (emi) affecting implanted cardiac devices, including more novel subcutaneous implantable cardiac defibrillators (s-icds). In this case series, the authors retrospectively reviewed courses of 6 patients with s-icds who underwent lvad implantation at a single center. Of the 6 patients reviewed, 4 experienced inappropriate ICD shocks, of which 3 resulted from emi. Five of the 6 patients ultimately had s-ICD therapies disabled. Due to emi resulting in inappropriate shocks and improved tolerability of malignant arrhythmias, deactivation or removal of s-icds should be considered in patients undergoing lvad implantation. No additional adverse patient effects were reported.